Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, automatic mode switch (ams) was observed on the ra lead. The rv lead and ra leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events were oversensing noise and mode switch were reported to abbott. As received, a complete lead was returned stretched in one piece. The reported event of oversensing noise was confirmed. Electrical testing of the lead found an internal short found between the inner coil and outer coil conductor paths. Destructive analysis of the lead found an inner insulation abrasion exposing the inner coil located at the distal region of the lead consistent with external forces. The cause of the reported event of oversensing noise was isolated to the exposure of the inner coil in the abrasion zone.